Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced st elevation. A left atrial appendage closure procedure was performed. During use of the watchman access system (was), the patient experienced st elevation which lasted for just a minute and then resolved on its own. There was no air visualized either in the device or in the patient. After resolving, the procedure was continued using the same was and a watchman closure device was successfully implanted. No additional patient complications were reported and the patient was fine.